Event description:
It was reported that the patient reported intermittent stimulation and a burning sensation at the implant site. The burning sensation had occurred from (B)(6) 2011 and the patient, subsequently, turned stimulation off in (B)(6) 2011. When the patient turned stimulation back on, to get pain relief, the stimulation was intermittent. The stimulation was "occasional" in her chin/neck but there was no stimulation for her shoulder to control the pain. There was no known accident or incident related to this event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 7489, serial # (B)(4) implanted: 2003 (B)(6), explanted: unk. Patient programmer: model 7435, serial # (B)(4), implanted: na, explanted: na. Lead: model 3587a, lot # lb2360, implanted: 2003 (B)(6), explanted: unk. Accessory plug-boots: model 3550-09, lot # l92341, implanted: 2003 (B)(6), explanted: unk.